Event description:
It was reported that this brady lead was an attempted implant due to unknown product performance issue. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to the tissue kept getting caught in the helix. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.